Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no consequence to the pt.

Manufacturer narrative:
H6;code 100: instrument was received with 7 staples jammed in the cartridge nose, which were removed, and the instrument fired and properly formed the last staple without incident. Based upon inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to a defective cartridge. The instrument was received with 7 staples jammed in the cartridge nose (2 partially formed/5 unformed). The jammed staples were removed from the nose and the instrument was cycled and fired the remaining staple without incident. The cartridge was examined and it was determined that the cartridge was defective, which would not allow the staples to feed properly. A test cartridge was secured onto the instrument and was cycled and fired 23 staples without incident. It was concluded that the defective cartridge was due to a vendor error. The appropriate mfg and engineering personnel have been notifed of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products. Visual inspections and results: articulation: yes. Cartridge batch number: ckw0302. Precock functional: yes. Rotation: yes. Staple count: 1. Swivel: yes. Functional tests and results: cycled the instrument: yes. Test cartridge batch number: ckw0269.